Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the date was off by one day. The customer successfully changed the date to address the event. Blood glucose was 54 mg/dl.